Event description:
The patient was reportedly experiencing sound quality issues. The company was informed that the electrode array has migrated. Revision surgery to reposition the electrode has been performed.